Manufacturer narrative:
(B)(4). Method: based on our investigation, the root cause of the complaint is determined as the plunger insertion distance had the effect of the right fit in the pouch and thus causes the bending of the foam tip plunger. (B)(4).

Event description:
The customer reported the foam tip plunger was not straight and cannot catch the lens. No known patient contact or consequence.